Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) molecular false positives are occurring. This has occurred with approximately 6-9 times. The following information was provided by the initial reporter: customer reporting molecular false positives from biofire. Total quantity of product showing defect: 6-9 results (bottles).

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) molecular false positives are occurring. This has occurred with approximately 6-9 times. The following information was provided by the initial reporter: customer reporting molecular false positives from biofire. Total quantity of product showing defect: 6-9 results (bottles).

Manufacturer narrative:
Investigation summary: customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned good samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention/returned good samples and batch history record review results.